Event description:
It was reported when approaching the recanalization catheter got caught on the calcified shelf and required additional force to remove the catheter. Upon inspection of the catheter, it was noted that the pebax body had separated from the tip and was still attached. There was no patient injury reported.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for this lot number and issue. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the catheter got caught on the calcified shelf and required some force to remove the catheter, resulting in the outer catheter separating from the distal tip. The user believes that the reason for the catheter getting caught was due to the make-up of the lesion and not the catheter itself. Therefore, it is likely that patient anatomy contributed to the reported event. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.